Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and infection (late onset).

Event description:
Patient reported, left side "exchange from textured to smooth, due to concern with the product. Hashimoto's disease, asthma, no energy or strength and pain". Patient later reported, left side exposure, infection and swollen. Device remains implanted.

Event description:
Patient reported left side "exchange from textured to smooth due to concern with the product, hashimoto's disease, asthma, no energy or strength and pain." Patient later reported left side exposure, infection, and swollen. Patient later reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b., h.6.

Event description:
Patient later reported left side rupture. Device has been explanted.